Event description:
Customer reported receiving an error 3 when inserting a test strip into their freestyle flash blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mmol/l. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.